Manufacturer narrative:
The investigation into the reported low pump flows was completed. The device was not returned for evaluation. Analysis of the data logs confirmed low flows and several suction alarms after repositioning of the device. Based on the available information, the root cause of the low flow issue was not determined. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported that a 46-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced low pump flows, and suction alarms with a low central venous pressure (cvp). Echo results showed device was too deep. The physician repositioned however, flows remained low. The device was explanted after 90hours. There was no reported harm to the patient.